Event description:
A biomedical engineer reported the unit shut down on its own and was unable to be rebooted during a surgical procedure. A second system was brought in an used to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and found no problems. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for eval, therefore steps could not be taken to replicate or confirm the reported event. The system's event log was downloaded and sent for review. A root cause has not been determined. (B)(4).